Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ macconkey ii agar a missing label was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer received plates with missing label."

Event description:
It was reported that while using bd bbl¿ macconkey ii agar a missing label was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer received plates with missing label. "

Manufacturer narrative:
H6: investigation summary this statement is to summarize findings regarding the complaint related to catalog number 221270, plate macconkey ii agar 100 ea, batch number 1147004 for missing sleeve label. During manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1147004 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 1147004 for missing labels. Retention samples from batch 1147004 were not available inspection. One photo was received for investigation. The photo shows a sleeve of medium rose-tan agar plates with a no sleeve label visible. No other product labels are visible in the photo for batch verification. Without batch verification, the photo cannot confirm the complaint. No return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for missing sleeve labels. If there are further questions, please contact technical services. H3 other text : see h10.